Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received identified that patient underwent surgical intervention wherein, the leads and ipg were explanted and replaced. Effective therapy was restored post operatively.

Event description:
Related manufacturer reference number 1627487-2024-00472. It was reported that patient experienced ineffective therapy and pain at ipg site. X-rays showed that one lead migrated, and surgical intervention is pending to address the issue. The investigation was unable to determine the lead that migrated.

Manufacturer narrative:
B3-date of event is estimated.